Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate shock therapy for atrial fibrillation with rapid ventricular response. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.